Event description:
The customer reported receiving a121 alarms from the insulin pump after battery changes. During the phone call with the helpline 2 a117 alarms were discovered in the device's alarm history. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 300 mg/dl. No further information was provided.

Manufacturer narrative:
No external ram crc error alarm noted. The insulin pump passed the self-test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The device alarmed unexpected restart after the battery was change due to faulty connector on interface board. The test ultra-link blood glucose meter communicates properly to pump. The blood glucose reminder functioned properly. The device downloaded properly to the carelink software. The device had pump minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.